Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were stent struts from the center to distal end of the stent that were stretched and bent. The distal end of the stent was stretched over the distal tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that stent damage occurred and not stent moved on balloon as previously reported. During removal of the stent protector, the stent strut twisted due the cap being tight.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It as reported that stent moved on balloon occurred. A 2.50 x 28 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation when the stent cap was removed, the stent strut moved. The procedure was completed with another 2.50 x 28 synergy¿ stent. No patient complications were reported and the patient's status was stable.